Manufacturer narrative:
Additional information b5: it was reported that following a da vinci-assisted subtotal cholecystectomy with common bile duct (cbd) exploration, the patient developed cholangitis and subsequently expired. The indication for surgery was jaundice secondary to mirizzi syndrome, caused by a large gallstone compressing the cbd. A cbd stent had been placed three months prior to the procedure to relieve the obstruction. Intraoperatively, there were no complications; however, the procedure was noted to be challenging. As a result, the gallbladder was partially removed, along with the obstructing stone. The cystic duct lumen was visualized, the cbd stent was confirmed in place, and the cystic duct was sutured closed. The procedure was successfully completed robotically. The patient experienced no immediate post-operative complications and was discharged home in stable condition. The surgeon was not made aware of any concerns until receiving a phone call, and was informed the patient was feeling unwell with upper respiratory symptoms. As a result, the patient requested to postpone the scheduled ercp on post-operative day (pod) 8, which had been planned for the cbd stent removal. The patient later expired on pod 18. An autopsy was performed, and the cause of death was confirmed to be sepsis secondary to cholangitis. The surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. The surgeon believes the patient¿s death may have been preventable had they presented for the scheduled ercp and stent removal. The surgeon also noted that the risk of cholangitis increases significantly when a biliary stent remains in place for longer than three months; in this case, the last stent exchange had occurred over three months prior. Additional information h10: a review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 4 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, large needle driver, prograsp forceps, fenestrated bipolar forceps, suction irrigator. A site history review found no complaints were made about the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a biliary stent prior to the procedure indicating some degree of bile duct obstruction. They underwent a challenging cholecystectomy where only a portion of the gallbladder could be safely removed due to the difficult anatomy. No allegation was made against any intuitive surgical product or instrument during that procedure. Postoperatively, there was the intention to remove the preoperatively placed stent via ercp on pod 8 but the patient deferred the procedure because they were not feeling well. They subsequently died on pod 18 from cholangitis which was confirmed on autopsy. Cholangitis is a well-known complication from biliary stents and can be quite severe(1). Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. 1) everett bt, naud s, zubarik rs. Risk factors for the development of stent-associated cholangitis following endoscopic biliary stent placement. Dig dis sci. 2019 aug;64(8):2300-2307. Doi: 10.1007/s10620-019-05533-6. Epub 2019 feb 20. Pmid: 30788687.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review. Confirmation of the specific procedure has been requested. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report reportedly died from cholangitis after a stent placement following an unnamed procedure. No other information is provided about the procedure, the reason for the stent, the issues or complications that may have occurred leading to the stent placement, nor the issues or complications that led to the death. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after an unspecified da vinci-assisted surgical procedure, the patient developed cholangitis caused by stent placement and later expired. The surgeon informed the intuitive clinical sales representative of the patient death. The surgeon stated that the patient death was unrelated to the procedure that was performed, however, no additional event details were provided. Additional information was requested; however, no response has been received.